Event description:
The customer reported that their philips info center did not alarm for a pt who was found in vfib after a period of time.

Manufacturer narrative:
The customer reported that their philips info ctr did not alarm for a pt who was found vfib after a period of time. The pt was successfully resuscitated. We will consider that this represented a serious injury. Based upon the absence of monitoring for a period of time and the fact that staff were not immediately aware of the pt's condition, a delay in treatment occurred. Testing of the transmitter found it performing to specification with the ability to reproduce that after 10 mins of leads off, the transmitter would shut down and the stored data at the central would be blank with a checkerboard pattern noted. When a telemetry transmitter shuts off (per configuration choice), the central station alerts to the lack of monitoring for that pt with the message, transmitter off. Once the leads were hooked back to the stimulator, the ECG signal and data would immediately return. This is expected device behavior based on the customer's telemetry configuration. The available info does not support that a device malfunction occurred and does not support that the pt was even attached to the telemetry transmitter during the time in question.